Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button switch. The root cause for the missing switch was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) had a damaged response button. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.